Event description:
Doctor attempted to deploy 5fr mynx closure device through a 5fr sheath. When he attempted to deploy the plug, the white sheath was not present in the device. Device removed and doctor held pressure for 20 minutes.